Event description:
The customer's fiancee reported that the insulin pump alarmed no delivery during infusion set changed. Customer's blood glucose was unknown. Customer reported the alarm was resolved by a complete infusion set changed. Customer was advised to fax written authorization from patient for further assistance. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.